Manufacturer narrative:
Investigation ¿ evaluation: the investigation included a visual inspection of the returned device, a review of complaint history, the device history record, instructions for use, and the device specifications. One 6fr 26cm stent was received. The tether has been removed from the stent and it was not returned. The proximal coil was torn starting at the first side port and continued through the end of the stent. A braided tether for repositioning and removal of the device is located on the proximal pigtail of the stent. The tether has been pulled out of the stent causing the material to tear. A review of the device history record showed there were no non-conformances. A review of complaint history revealed this is the only complaint associated with the complaint device lot number 8026821. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the provided information the root cause will be attributed to product use or handling related; the product encountered excessive force. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a ureterorenoscopy procedure, the physician opened the universa soft ureteral stent set and found there was a fissure at the end of the stent. The stent set was not used in the procedure. The physician used a new stent set to complete the procedure. No adverse effects or consequences were reported to the patient due to this occurrence.